Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered during treatment on the liberty select cycler. Fluid leaked from the cassette compartment of the liberty select cycler. The reported issue was discovered during dwell 1 of 4. Fluid was also discovered in the pump module area and on the external of the cassette. It was also reported that fluid leaked from an unknown line. It was not reported that any warnings or alarms were received prior to the leak. Additional information was obtained during follow-up. No adverse event, serious injury, or required medical intervention resulted form the reported issue. Treatment was completed that night after the cycler was re-setup with new supplies. The cycler remains with the patient for continued use. The patient noted a line (a possible crack) in one of the domes of the liberty cycler set cassette but was not certain. The cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered during treatment on the liberty select cycler. Fluid leaked from the cassette compartment of the liberty select cycler. The reported issue was discovered during dwell 1 of 4. Fluid was also discovered in the pump module area and on the external of the cassette. It was also reported that fluid leaked from an unknown line. It was not reported that any warnings or alarms were received prior to the leak. Additional information was obtained during follow-up. No adverse event, serious injury, or required medical intervention resulted form the reported issue. Treatment was completed that night after the cycler was re-setup with new supplies. The cycler remains with the patient for continued use. The patient noted a line (a possible crack) in one of the domes of the liberty cycler set cassette but was not certain. The cycler set is available to be returned to the manufacturer for physical evaluation.